Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the physician could not obtain left bundle pacing morphology. The physician opted to use another new lead for the lbbap lead placement; however physician also could not obtain left bundle pacing morphology for that new lead. Both lbbap leads were not used and a new lead was placed in coronary sinus placement during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.